Manufacturer narrative:
One unit was returned for investigation. Physical and visual investigation proved customer complaint. Cause traced to supplier. Appropriate people were notified.

Event description:
Information received a smiths medical fluid warming/level 1 hotline disposables malfunctioned. During the use of the product, the customer found a crack in the connection part and leakage of medical fluid from there was observed. No patient injury.